Manufacturer narrative:
(B)(4). Customer advocacy has reached out to customer to provide sample for the investigation. Unfortunately the customer has confirmed that the sample was disposed of. If we receive any additional information we will provide a follow up emdr.

Event description:
The customer reported via email:"dr. (B)(6), our anesthesiologist, was starting to use it on a patient and questioned why it seemed no oxygen was flowing and he noticed that the plastic tip nose part where the oxygen line attaches to was solid and does not have a hole for oxygen to flow through". The customer confirmed that the occlusion is at the very tip of the small area that connects the oxygen tubing to the face mask.